Event description:
It was reported to agilent technologies that the m3150a central monitor stopped acquiring bedside monitor data and displayed error code of "no data from bedside" until the pc was rebooted.